Manufacturer narrative:
(B)(4) at the user facility was contacted. No add'l info was available regarding the wall suction settings. The drain is in the process of being returned to atrium for engineering eval. Atrium was able to determine the month the device was mfg and records for that month will be reviewed along with the returned device.

Event description:
Per user facility medwatch report: excessive bubbling noted in the water seal chamber. Fluid was also noted on floor, under drain. All suction tubing and suction unit were changed. Chest tube connectors checked. No effect. New pleura vac placed.